Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Service history review identified this device has not been in for service in the previous 12 months. The reported problem was confirmed with event logs but could not be duplicated. The downstream occlusion (dso) seal showed moderate bubbling. Contamination was found at the dso sensor area and latch/lock area. The probable cause of the reported problem was contamination. Replaced dso sensor and latch/lock. Device passed all functional tests post repair.